Event description:
Information was received from a patient who was receiving morphine and dilaudid via an implantable pump for unknown indications for use. It was reported that the patient had a leak. It was stated that the drug was all the way up to "15" because the patient was only getting half the drug amount. The pump was currently set at "7" and a few months ago they did a dye study where they discovered the drug wasn't getting pushed thru the catheter right so they knew there was a problem.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4). Lot# ,. Serial# (B)(4). Implanted: (B)(6) 2019. Explanted: product type catheter product ID 8703w lot# l52357 serial# ,. Implanted: (B)(6) 1998. Explanted: product type catheter. Product ID 8731sc lot# serial# n152795018 implanted: (B)(6) 2009. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4); product ID: 8703w, serial/lot #: l52357, ubd: 11-jul-2021, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-may-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating patient called and reiterated information as documented, stating 3 weeks ago, they had a catheter revision to fix the hole in the catheter, stating they found the first leak right in front of the implant and they are hoping there's not another leak in the back. Patient stated they got a feeling they have another leak, stating following revision they were better but have a "challenge again".

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter product ID 8703w lot# l52357 serial# implanted: (B)(6) 1998 explanted: product type catheter product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative on 08-mar-2022 and it was reported that the patient was experiencing intermittent withdrawal; certain positions like lying were worse than others. There were no falls or issues reported in regards to if there were any environmental external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician did an indium dye study. The actions and interventions taken to resolve the issue was surgical revision and replacement of sc. The physician did the indium dye study and determined possible leaks at sutureless connector. At surgery, leak was at sc as it was bending to and fro with different pressure. The physician removed this portion of catheter and was able to freely aspirate over 1cc via the side port with no issue. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
B5: corrected information: the pump was delivering hydromorphone 20mg/ml 7mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.